Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm and they were unable to clear the alarm. Customer stated that numbers were ramping on their own. Customer stated the scroll bar was moving with no input. Time clock was advanced. Insulin pump had replace battery alarm. Customer stated they did not received low battery alert prior to replace battery alarm. Customer stated it was second occurrence of replaced battery alarm without low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display anomaly due to moisture damage on electronics assembly. Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. Device received with moisture damage noted on motor, vibrator motor or battery tube assembly. Unable to verify pump error 38 alarm, power loss alarm and unresponsive keypad due to blank display. Device received with cracked retainer, cracked battery tube threads, cracked case corner of belt clip rails and fading serial number label.